Event description:
It was reported that the patient is being considered for a custom elbow arthroplasty revision due to loosening approximately one year post implantation. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient is being considered for a custom elbow arthroplasty revision due to loosening approximately one year post implantation. No additional information is available.